Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue with all the keypad buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6). (B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 07/09/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 06/19/2015 with the following findings:on investigation, the alleged button tactile issue was duplicated. The pump powered up to the verify screen with auditor and vibratory features. The ¿ok¿ and ¿up¿ buttons responded intermittently. The keypad button cover was undamaged and removal of the cover found contamination under all the button contacts. Unrelated to the complaint, the display was dim with discolored text.